Event description:
High impedance was reported to have been observed for the device. No known surgical interventions have occurred to date.

Event description:
X-rays were taken and upon x-ray review, the physician could see that the device had rotated. The device was disabled. The physician does not know the cause of device rotation and does not suspect any trauma or manipulation to be the cause. No known surgical interventions have occurred to date.